Manufacturer narrative:
The user facility ordered replacement parts and repaired the unit prior to evaluation by a stryker rep.

Event description:
It was reported in a service report the head-end jack was leaking fluid. No adverse event reported.